Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient went to the emergency room with chest pain approximately five months after the 2.75x28 xience alpine stent was implanted in the mid left anterior descending coronary artery. The patient was treated at the hospital with medication for stable angina and the condition resolved four days after onset. The medications given were morphine and nitroglycerin. Besides the medication, no interventional procedures were performed. A coronary angiogram was performed, but intervention was not required. On (B)(6) 2016, the patient was discharged home. No additional information was provided.